Manufacturer narrative:
(B) (4). During service, an "inoperable channel select key on channel a" was discovered. The pump head module (phm) key pad on channel a was replaced. The pump passed all functional tests and was returned to the customer. There is an ongoing CAPA investigation, mdq-CAPA-(B) (4) that is associated with this report.

Event description:
A baxter service technician reported finding a colleague infusion pump with an inoperable channel select key on channel a. This event occurred during product evaluation. There was no patient injury or medical intervention necessary. No additional information is available. Uim master software versions with a software configuration number ending in (B) (4) will be categorized as unremediated.